Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log (ehl) found multiple occurrences of the device stopping/starting with changes to flow rate and does not indicate a device issue. Evaluation observed no issues upon performing flow accuracy tests at 40,100, 400, 800, 900ml/hr, as well as the reported rate 65.8 ml/hr for 15 minutes each, with a volumetric output deviating from the original by 2.234%, 2.10%, 1.75%, 4.32%, 4.55%, and 4.70% respectively; all deviations fall within the plus or minus five percent margin. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was set to infuse norepinephrine in the surgical intensive care unit but after 5 hours of infusing the bag of medication was still full. The nurse stated that she saw drops falling and the pump did not experience any alarms. Additionally, the head height of the bag to pump was correct. The setup parameters provided were room temperature norepinephrine, rate 65.8 ml/hr which ran for 5 hours. The screen showed: volume to be infused (vtbi) 1ml, time remaining infusion 1 min, volume infused 261 ml. The nurse reported that they ran a previous bag on this tubing and pump without incident. The nurse switched to a new pump with new tubing and it was infusing. It was reported that there was no patient injury associated with this event. No additional information is available.